Event description:
It was reported that prior to a fowler-stephen procedure, the device was opened in the sterile field. The surgeon went to test it and it would not open. The jaws were locked. A new device was used to complete. The device was never used on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. Although, no opening issues were noted during testing, an investigation has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Procedure: oesophago-gastrectomy. According to the reporter: a leak was detected in the patient. A leak from the oesophago-gastrostomy became apparent on postoperative day 14, after a normal oesophagogram was obtained on postoperative day 11. The patient was successfully treated with re-operation, drainage, pleural flap and endoscopic stenting of the anastomosis. The patient recovered without any further problems.